Manufacturer narrative:
The account replaced the brake casters to repair the stretcher.

Event description:
The account alleged that the casters will lock in brake but continue to swivel. The maintenance department has tried to adjust the casters but they will not adjust.